Manufacturer narrative:
(B)(4). Batch #unk. Date of event is march, 2020. Event day was not reported, only event month and event year were reported. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an anterior resection, the contour gun was fired and it was not working, resulting in staple malformation. There were on patient consequences. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 04/14/2020. D4: batch # p57x4h. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.